Manufacturer narrative:
The patient was implanted off label.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient may have experienced a pocket wound infection. No other information was provided as it was stated that this was all of the known information at this stage. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the health care provider (hcp) was still unsure if the patient had an infection or not. No further complications were reported/anticipated.